Event description:
Medtronic received info that during ECMO, using a cb511 oxygenator, blood leaked from the oxygenator after a period of time. Closer examination showed a leak. The oxygenator was changed out of the circuit. No report of further consequence to the pt.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: analysis of the returned device shows a crack in the upper housing of the heat exchanger at the gas exhaust seam. The leak was verified with liquid testing at flows of 7 l/min and 8 psi back pressure. It was also noted that the thick plastic support on the bottom of the heat exchanger housing is bent. A bend in this support indicates that the oxygenator has sustained a physical impact. The original report from another country, stated that the "oxygenator crashed". When asked to clarify, the report was changed to the "unit not working well". However, the evidence supports that the unit was dropped. The impact bent the support portion and caused the cracking at the top of the heat exchanger housing, which led to the leak. The shipping package of the oxy has been qualified to prevent damage of this type during shipping, so it is likely the unit was damaged at the customer site. Conclusion: the leak is determined to be from a crack in the heat exchanger housing as a result of damage to the unit. It is likely that user circumstances contributed to this event, rather than a MFR issue.